Event description:
On 5/26/2022, it was reported by a sales representative via email that an ar-1588rt-2 tightrope ii rt released suspensory fixation, and would not achieve fixation after that; he sutures were also fraying. The tightrope ii rt was removed from patient and a new one was used to complete the case. This was discovered during an acl repair on (B)(6) 2022. Additional information requested.

Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. The most likely cause for the reported failure can be attributed to user error of the device due to excessive force being used when tensioning the sutures.